Event description:
Item has been delivered to customer in original unopened and undamaged packaging. Item is damaged at the top of the proximal part. Item shows scratches on the medial part and on the distal part. This event did not occur during a surgical procedure; therefore, there was no adverse consequence for any pt.